Event description:
Customer alleges the set screw missing the left hand side motor in the back where the gearing is. Customer also stated when in free wheel chair works, however, when motor is engaged, the wheels don't move on the left hand side. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model r51, serial number/date code and age of product are unknown. The owner's manual part number 1106645 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer called stating that when the motor of the r51 power chair is engaged, the left side wheels allegedly don't move. When the chair is in "free wheel" the chair works fine. No injury alleged.